Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR :06may2019. The gas delivery system (gds) / flow sensor assembly was replaced and the problem has been resolved. The unit was returned to service. A gds was return for analysis. An investigation was performed and the airflow sensor failure caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit failed the exhalation port test. The customer reported there was no patient involvement. The event date was not specified; estimate used.